Event description:
Event desc: during insertion of a feeding tube, a lung placement occurred resulting in a pneumothorax.

Manufacturer narrative:
There was no sample returned for evaluation. Feeding tube placement is dependent on the clinician and patient. The actual tube/stylet does not influence where it is placed. The directions for insertion provide a warning that coughing may indicate passage of the tube into the trachea and if it is suspected to remove the tube and reinsert once the patient is comfortable.